Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a male patient, currently (B)(6), who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. The patient was fitted for dentures 29 years prior to reporting. His denture adhesives of choice were super poligrip and fixodent. On an unknown date, the patient "was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to fixodent and super poligrip, and he now suffers from profound and permanent neurological and other injuries attributable to his fixodent and super poligrip use." The claim stated these injuries had left the patient unable to perform his normal, customary, and daily activities. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.